Event description:
It was reported that a patient presented with low pacing impedance and over-sensing of wide qrs complex noted on the patient's implantable cardioverter defibrillator. The patient will continue to be monitored. No adverse patient consequences were reported.